Manufacturer narrative:
(B) (4): results (other): a lens work order search was performed and no similar complaint was found within the same work order; conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B) (4).

Event description:
The reporter stated, the surgeon inserted a micl 12.6mm implantable collamer lens on (B) (6) 2010, in the patient's right eye. The lens was explanted on (B) (6) 2010, due to low vault and replaced with a longer lens. Lens was removed with no patient injury. See MFR # 2023826-2010-00607 for the left eye.